Manufacturer narrative:
B3: day of event unknown. One device was received. A visual inspection found that the upstream occlusion (uso) seal was separating and the device displayed error code 46440, which is a downstream occlusion (dso) bezel error. The customer reported complaint was also able to be confirmed during the visual inspection and functional testing. The cause of the issue is unknown. The uso seal and dso sensor, bezel and seal were replaced. Unit passed all testing criteria. A review of the device service history found that the device was previously serviced in january 2025.

Event description:
It was reported that the device did not maintain date and time. The event occurred during testing and no patient involvement was reported.